Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The pedicle screw fractured due to bending fatigue. Bands of overload fracture between bands of fatigue were observed near the center of the fracture surface. This suggests that the screw may have experienced intermittent cycles of relatively high stress amplitude.

Event description:
It was reported to k2m, inc on (B)(4) 2016 that a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 3 months post-op.